Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms in one of the pacing configurations which was not being used for pacing at that time. No adverse patient effects were reported. The lead remains in service.